Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Central aortic insufficiency can be caused by multiple patient and procedural factors including, guidewire remaining across the valve post deployment, valve malposition (too ventricular aortic valve placement), restricted movement of prosthetic valve leaflets, native leaflet overhang and post dilatation of the deployed valve. In this case, patient [bulky native valve/leaflet calcification] and procedural factors [post dilatation of the 1st deployed valve] appear to have caused or contributed to this event. There is no evidence this event was a result of malfunction of the sapien valve or the ascendra delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards territory manager, during a transapical tavr case, there was moderate paravalvular leak (pvl) post valve deployment for which a second 26mm sapien valve was implanted. Per report, there was a notable calcium chunk that was residing in the left coronary cusp which was discussed in the case pre-briefing. It was agreed that this may result in pvl but the procedure was necessary. The initial valve was implanted and as thought, moderate pvl was detected. The first valve was post dilated with an additional cc; post dilatation there was persistent pvl coupled with some central aortic insufficiency. It was decided that a second valve was needed to try to resolve the pvl and central aortic insufficiency. The valve was prepared with the extra cc of contrast and implanted. The central leak was resolved but the pvl remained. It was decided to stop and see how the patient did. The persistent pvl was attributed to the patient¿s annular calcification. Additional information: the pre and post deployment position for the first valve was 50:50. The degree of native valve/leaflet calcification was described as bulky; the aortic root calcification was reported as moderate. There was no ventricular septal hypertrophy. Mitral annular calcification was described as moderate. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was (50%).